Event description:
Nurse was cleaning light and it fell off in her hands, she laid it on the chair, no one was in the room and she called for repair. New style tlm light fell because it looked like the welds failed on the down tube.

Manufacturer narrative:
The down tube from the light was returned. It was reported that the welds failed on the down tube. It was not possible to examine the original welds on the tube due to the service company re-welding over the top of the original welds. We are unable to determine the root cause of the failure. This is the only reported failure of this type.